Manufacturer narrative:
Correction - b1 - should have been adverse event correction - b2 - should have been required intervention.

Manufacturer narrative:
The reported event of intermittent capture was not confirmed. The device was received with battery voltage at elective replacement level. Electrical testing was performed and found no capture anomalies. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported that the device was explanted. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited intermittent ventricular capture. No intervention was reported. The patient condition was unknown.